Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The battery voltage as well as the current consumption of the electrical module were measured. Thereby the current consumption was found to be elevated. The measurement of the battery voltage revealed a depleted battery. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged. This caused an elevated current consumption, which eventually drained the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged integrated circuit on the electronic module, which led to an elevated current consumption, draining the battery. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment. However, the date of occurrence was not determinable.

Event description:
Prior to implant, this device failed to interrogate. No event date was provided, device was returned to manufacturer for analysis on 26-feb-2019. Based on analysis results received on 19-aug-2019, this event is reportable.